Event description:
It was reported that the atrial lead dislodged during atrial fibrillation ablation. The lead was explanted and replaced. Patient was not dependent and there was no harm to the patient.

Manufacturer narrative:
A complete lead was returned in two pieces for analysis. After cleaning the helix and cutting the lead, the helix could extend and retract by applying torque directly at the inner coil. No anomalies were found.